Manufacturer narrative:
The technician inspected the bed and found that the left head side center arm assembly was broken. The technician replaced the left head side rail center arm assembly as well the cover assembly with magnet to resolve the issue.

Event description:
The technician alleged that the side rail will not stay in the up position. No patient impact.